Event description:
ICU medical received an email on from representative of (B)(6) hospital regarding a 12" (30 cm) ext set w/microclave®, 0.2 micron low protein binding filter, 2 clamps, spiros® w/red cap resulted in no flow of infusion. The report stated that patient was running atg with filter, 4 hours into 6-hour infusion pump alarmed patient side occlusion, registered nurse (rn) flushed at clave, flushed with no issues, but pump kept beeping patient side occluded. Not a pump issue, rn spoke with nurse practitioner and pharmacist about waste amount of filter (5 mls), negligible amount based on dose per pharmacist. Rn changed out spiros filter for regular 0.2-micron filter without spiros. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is expected to be returned, however it has not yet been received. Upon receiving the device a device evaluation is expected to be performed.

Manufacturer narrative:
Additional information: medwatch report# (B)(4). Patient information - 4 year old female. Investigation summary received one (1) used ch3531 ext set w/ microclave for inspection. No defects or anomalies noted. The set was primed at gravity pressure. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.